Manufacturer narrative:
The field service engineer (fse) who encountered the issue replaced the compressor assembly and then then performed a full pm service, as well as functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. The initial reporter named is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number: (B)(6). Full event site name: (B)(6) medical center.

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the compressor failed to meet specifications. After further evaluation, the fse found multiple errors in the log files, "ce#77 increased motor speed required" error message and that the pressure would not build sufficiently. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the compressor of the cardiosave intra-aortic balloon pump (iabp) failed to meet specifications. After further evaluation, the fse found multiple errors in the log files, "ce#77 increased motor speed required" error message and that the pressure would not build sufficiently. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the compressor of the cardiosave intra-aortic balloon pump (iabp) failed to meet specifications. After further evaluation, the fse found multiple errors in the log files, "ce#77 increased motor speed required" error message and that the pressure would not build sufficiently. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(evaluation method codes), h10, h11. Corrected field: b5.